Event description:
Boston scientific received information that during a routine follow-up, this right ventricular (rv) lead exhibited high out of range pacing impedance measurements. Loss of capture at maximum outputs was also observed. There was a concern the lead fractured. No adverse patient effects were reported.

Manufacturer narrative:
The device was programmed to aai and a lead revision was planned for a later date. Should additional information become available this report will be updated.

Event description:
Additional information was received indicating an invasive procedure was performed. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.